Manufacturer narrative:
A supplemental report is being submitted to include additional information and document the related manufacturer report numbers in section h10 (related report numbers). This is one of three manufacturer reports being submitted for this case. Please see manufacturer report numbers 2015691-2025-06379 and 2015691-2025-06381 for details of the other events.

Event description:
As reported in the journal article "cardiac tamponade complicating transcatheter aortic valve replacement: insights from a single center registry" from israel, a retrospective analysis was conducted on patients who underwent the transcatheter aortic valve replacement (tavr) procedure for severe symptomatic aortic stenosis between march 2010 and june 2024. This complaint involves a patient who underwent a tavr procedure with a 26 mm sapien 3 valve. Approximately one (1) hour post valve implantation, the patient presented with an annular rupture. Cardiac surgery was performed.

Manufacturer narrative:
Reference for journal article: naoum I, eitan a, sliman h, shiran a, adawi s, asmer I, zissman k, jaffe r. Cardiac tamponade complicating transcatheter aortic valve replacement: insights from a single-center registry. Cjc open. 2024 nov 14;7(2):153-160. This is one of three manufacturer reports being submitted for this case. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although a definitive root cause was unable to be determined, the event could be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.